Event description:
It was reported through social media that a patient has had vertigo since her device was implanted and had been taking medication in order to "stand up without being dizzy". No additional relevant information was received to date.